Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number(s) is 9616099-2007-00877. Additional information will be submitted within 30 days of receipt.

Event description:
The female patient with history of hyperlipidemia and diabetes controlled by medication was hospitalized 5 months after her cypher implantation, for restenosis of the two previously implanted cypher select stents. The restenosis was treated by coronary artery bypass graft. The admitting diagnosis for the index procedure was stable angina. During the procedure, the de novo proximal left anterior descending (lad) lesion with an angulation of >90 degrees, length >30mm, and diameter of 3.5mm was treated with a cypher select 33x2.75mm stent. No predilation was conducted. The stent was implanted at 12 atm. Post-dilatation was done at 15atm. The second lesion treated during the index procedure was a restenosed intra-stent distal lad lesion with an angulation of >90 degrees, length >30mm, and diameter of 2.5mm was treated with a cypher select 33x2.5mm stent. The lesion was predilated, atm and time unknown. The stent was implanted at 12 atm, with no post-dilation. During the procedure, the patient was given triclopidine/clopidogrel, aspirin, and heparin. The patient was discharged two days after the procedure. Medications at the time were triclopidine/clopidogrel, aspirin, statin, beta blockers, and anti-anginal.